Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. It is suggested that the main factor of the fracture was occlusal overload. The excess occlusal forces on the component will not be dissipated correctly along the long axis of the implant, favoring the fracture of the component.

Event description:
(B)(4) ¿ the dentist reported that 19 days after dental implant was installed in intraoral region 19#, its fracture was observed. The patient presented bone type ii and 36 ncm of primary stability was achieved.